Manufacturer narrative:
The associated observation of ¿uncomfortable during simple moves¿ was not confirmed. The root cause was not ascertained. The device exhibited normal characteristics during analysis which included stimulation output and impedance testing. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced discomfort at their ipg site. As a result, surgical intervention was taken to relocate the ipg.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.